Event description:
It was reported that a pt's pump "failed". No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).